Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) received shocks in the ventricular tachycardia (vt) zone for what appeared to be an atrial tachycardia with rapid ventricular response (rvr). The patient also received bursts of anti-tachycardia pacing (atp) and then therapy was exhausted in the ventricular tachycardia (vt) zone but rhythm continued. However, presenting electrogram (egm) does showed atrial and ventricular sensing around 100 beats per minute (bpm) with what appeared to be occasional premature ventricular contraction (pvc). No out of range measurements observed. Additional information obtained from the field which indicated that no changes were made. As of this time, the device remains in service. No adverse patient effects reported.